Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold. This rv lead remains in service. No adverse patient effects were reported. Additional information received which indicated that the rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.